Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported string pulled out upon removal and was not able to remove the pessary. She went to the ER to get the pessary removed. She experienced vaginal discomfort while wearing pessary and vaginal pain during removal. She developed vaginal infection and was prescribed antibiotics. Consumer stated pain, discomfort and infection resolved. She is doing well.